Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noticed that lens had rift on the surface after insertion. The lens was inspected before loading, and the same nurse loaded it as per usual practice, using the same viscoelastic and the same type of cartridge. Additional information has been requested, yet no new information received.